Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they were taking pain pills but they were not working well. The patient was in a lot of pain and it was coming on severely. The patient had interstim implanted today, on (B)(6) 2015 (the day of the reporting). The pain was in his bladder. The patient was in so much pain that he could not urinate. The patient had an interstim stimulator. Event date: (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the symptom control was not 50% better. The patient experienced no symptom relief. The patient stated he "started at 0.5 v and went up to 0.8 v and felt it too much at 0.9 v". The patient noted that the device "was helping for a while with the symptoms. It was noted that sometimes if patient have too much pain and he could not pee, then have to catheterize himself". The patient stated this has been happening since the implant on (B)(6) 2015 and stated "everything was healing okay though it was just not helping the symptoms". The patient reported no falls or trauma. Additional information reported a week later indicated that patient was seen on (B)(6) 2016 and program was changed. It was noted that patient has interstitial cystitis (ic) and received a bladder instillation.